Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k053529.

Event description:
On (B)(6) 2011 the lay user/reporter in the (B)(6), the patient's wife, contacted lifescan to report the one touch ultra2 meter was displaying the battery indicator symbol. The (B)(4) medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On the morning of (B)(6) 2011 the patient noted the reported meter was displaying the battery indicator symbol; he was unable to obtain a blood glucose reading. According to the owner's booklet, this meter will display the battery symbol when there is no longer enough power to perform a test; the battery must be replaced. The patient took no actions due to this meter issue. On (B)(6) 2011 at 3:30 pm the patient experienced the symptoms of shaking, sweating and clamminess. The patient administered self-treatment by drinking lucozade. He did not seek any medical attention. The patient manages his diabetes with set doses of insulin. Troubleshooting revealed the patient had not replaced the meter's battery as recommended by the manufacturer. The issue was not resolved, as the patient did not have a new replacement battery available. There is no evidence the meter was not functioning appropriately. The meter and test strips were replaced. The patient did not replace the meter's battery as recommended. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter's power issue, and received treatment with food. Therefore this complaint is being reported.